Event description:
It was reported that the customer experienced high blood glucose levels and diabetic ketoacidosis and had to contact his endocrinologist as a result. The blood glucose reading was over 500 mg/dl. The customer complained of vomiting and abdominal pain. The customer's mother stated that the customer did not need to be hospitalized for the issue and was concerned about a possible insulin pump failure. The caller stated that the endocrinologist advised that the customer drink lots of water, take more insulin and monitor the blood glucose levels. The customer advised that he treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-91172.